Event description:
Terumo medical received an FDA medwatch report # mw5160118. The event description states: "during a stent placement procedure, a run-through guidewire was used. While pulling the wire out, it appeared to have gotten hung up on aortic tissue and did not easily come out with the guide. The wire appeared to be kinked or knotted at the tip. Attempts were made to straighten it and to remove it but were unsuccessful. With a final effort to dislodge the wire, the tip of the wire broke off. The wire tip seemed to be wrapped around aortic tissue and the tail of the broken wire, which had unraveled, was in the aorta but not near the coronary arteries or great vessels. The clinical team weighed the risks and benefits and decided to leave the wire in the patient and monitor for status changes."